Event description:
Customer reportedly noted a restriction in flow through the compact absorber. There was no report of patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.